Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator door did not open. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the green light on the remote manager had been blinking but did not unlock the fridge door. A field service engineer manually unlocked the door because the remote manager did not recognize that it was closed. The fse then checked the cable harness and the connection to the micro switches, found no issues, and tested the device in the hardware testing application for functionality. The system functioned as intended after the field service engineer repaired the device.